Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump power was not on anymore. The customer¿s blood glucose value was unknown. The customer also assisted with troubleshooting. The insulin pump will not be returned for analysis.